Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction from: user had an inaccurate reference.

Event description:
Customer's daughter complains of high results. Customer's daughter states that customer feels physically fine, denies the need for medical attention. The customer's expected blood results are 130-145mg/dl fasting. Verified test strips expire 10/30/2016. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 229mg/dl and 207mg/dl fasting. Reviewed meter memory(B)(6) (daughter) concern with the high results the meter is giving. The meter memory and the time is not set correctly.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product returned dec. 16, 2015 and evaluation is in progress. Most likely underlying root cause of malfunction from date of the initial call ((B)(6) 2015): user had an inaccurate reference.

Event description:
Customer's daughter complains of high results. Customer's daughter states that customer feels physically fine, denies the need for medical attention. The customer's expected blood results are 130-145mg/dl fasting. Verified test strips expire 10/30/2016. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 229mg/dl and 207mg/dl fasting. Reviewed meter memory: (B)(6). (B)(6) (daughter) concern with the high results the meter is giving. The meter memory and the time is not set correctly.